Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (implanting device in a short aortic neck).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morpho logy at the time of implant was not reported. Currently there is disease progression with aortic neck dilatation. The aortic neck is short in length 5 mm, 10 degree angulation mild tortuosity, and mild calcification throughout the vessels. It was reported that the aneurysm is currently 6.9 cm in diameter. The patient presented at a routine follow up appointment. It was reported that a recent ultrasound revealed that the stent graft has migrated distally 4 cm, into the aneurysm sac with a type I endoleak. The physicians elected to implant two endurant aortic cuffs 36x36x70 and the endoleak has resolved. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The talent proximal type iendoleak resolved however the after the two endurant aortic cuffs were implanted there was still a proximal type I endoleak. Therefore, the physician is awaiting for the patient to return for a follow up CT.